Event description:
It was reported that during an unknown procedure, the device was firing scissored clips. A new device was used to complete the procedure. No patient impact reported. These were all the detail provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws scissor clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No incident related to the reported event was observed during the batch record review.